Event description:
I have lower back problem and went to physical therapy. The therapist had laser therapy using lct 1000 by litecure company on my lower back. I think, I had laser treatment about 5 minutes. During treatment, I experienced discomfort in my heart, and my heart started pounding. After treatment, I had dizziness, headache and nausea, and my heart kept pounding hard. I felt very, very tired and did not want to do anything, just lied in bed. Treated area felt very warm, and had burning and stinging pain. My lower back pain increased after treatment, I had difficulty in walking and even sitting. Treated area (skin) looks brownish. After a day, my pain is still severe. Burning and stinging pain in treated area. Hard to walk and sit.